Manufacturer narrative:
12/9/1998- supplemental report sent to FDA.

Event description:
The device was used during an esophagus procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.